Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient¿s cgm was reading 220 mg/dl while the bg meter was reading 571 mg/dl. The patient was vomiting and shaking. The patient was wearing an omnipod insulin pump. The patient was taken to the ER for evaluation. At the ER, the patient¿s bg meter reading was 550 mg/dl and the cgm comparison value could not be recalled at this time. The patient was diagnosed with dka and treated with IV insulin. The patient was discharged after being in the ER for less than 24 hours. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.